Manufacturer narrative:
Investigation summary no 14229-01 product samples, videos or photographs were returned for investigation. The DHR was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The DHR was not reviewed, no lot number information was provided.

Manufacturer narrative:
D4. It was reported that the material number is 14229, but this is an incomplete number. Similar device is sold under model 142290488. This product was used for the di, product code, and 501k. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a secondary set, 15 micron filter in sight chamber, secure lock, 86 cm that experienced leakage during use. The reporter stated that "rn spiked blood tubing into bag of blood. Rn hung blood on IV tubing. Tubing came out if bag of blood hung on pole and spilt all over patient room and rn. Charge rn informed. Md informed. Blood bank informed and new blood sent. Blood tubing supplies and blood bag given to manager. Evs informed and assisted rn in cleaning of patient room." The status of the product at the time of the event was during use on patient. The event date was on 28-apr-2025 19:08. There was patient involvement and no adverse event.